Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) and the distal set up joint (suj) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive da vinci products associated with this complaint to perform failure analysis (fa). The distal suj was evaluated on the test system and failed with error 30110. However, the suj passed on the functional test platform. The error was confirmed as having occurred in the field but not replicated during in-house testing. The usm was analyzed, and the reported issue could not be confirmed nor replicated. The unit was tested on an in-house system and passed in normal mode. The unit was also tested on the functional test platform and passed all 940 and 960 tests. The unit was tested with the same distal that it was installed at the customer site, and it was determined that the distal was causing the issue.

Event description:
It was reported that prior to starting a da vinci-assisted unilateral inguinal hernia surgical procedure, universal surgical manipulator (usm) 4 would unlock and drift off when the customer was driving the patient side cart. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found no errors. The tse asked if the floor was unlevel and the customer did not say it was not but stated that none of the other usms unlocked and floated off. Customer also stated it took longer to lock into place than the other usms when using the grab and go feature. The customer stated the usm floated off and hit things, causing sterilization concern. The customer had to re-drape the usm. The procedure was completed as planned with no indication of patient injury. Is followed up with the customer and gathered the following information: the universal surgical manipulator (usm) was exchanged but the issue was still occurring.